Event description:
Revision surgery - due to the patient presenting with a lose humeral component after about 8 years post operation from a reverse shoulder prosthesis surgery. The surgeon decided to remove the glenosphere, stem, shell and poly. He re-implanted a long stem with a 44 head and a 44 poly.